Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient stated they have an ins for back pain implanted right next to her dual lumbar fusions. The patient stated she is suddenly starting to have louder pain and may have a revision of her existing dual fusion that she has. The patient stated she is probably going to need a MRI prior to her doctor ordering the revision of her fusion and wants to know if she could have an MRI with her ins device. The patient stated she had the first of three epidural injections on (B)(6) 2018, so the pain started to be noticeably different sometime in jan. It was clarified that the patient stated she always has had pain ever since 5 years ago when the dual fusion was done from l3 through l5. The patient stated she still always had pain and so she has always been on "locotin" 6 per day. The patient confirmed that since her implant she has always had pain and stated the pain suddenly got louder earlier this year. The patient stated the reason for the epidural injections was for them to hopefully find the location of the pain so they can burn nerve endings in order to be able to be weaned off narcotics. The patient called back to clarify that her dual fusion are non-manufacturer devices. The patient confirmed their programmer was showing full body eligible. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the issue of their pain getting "louder" had not been resolved but they were seeing their doctor on (B)(6) 2018. No further complications reported.